Manufacturer narrative:
Corrected information: sex, date of birth if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed a gear train anomaly due to corrosion and wear, and a motor stall due to shaft-bearing. Interrogation of the pump determined it was used to infuse hydromorphone and bupivacaine. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving hydromorphone [5.4 mg/ml] at a dose of 2.59 mg/day via an implantable pain pump for an unknown indication for use. It was reported on (B)(6) 2017 that a motor stall was seen at initial interrogation and the patient did not recently have an MRI (magnetic resonance imaging). It was indicated that there were multiple motor stalls and recoveries starting (B)(6) 2017 and that at the time of the report on (B)(6) 2017 the pump was currently showing that it was stalled as of the last time they read it. It was noted that they programmed it to minimum rate mode. No symptoms or complications were reported. Additional information was received from the representative on (B)(6) 2017. It was reported that the account called the representative that morning. It was noted that the pump continued to alarm so they were getting the paperwork to shut it off. It was indicated that no further actions/interventions were being taken to resolve the motor stalls as replacement was scheduled for (B)(6) 2017. On (B)(6) 2017 the pump off authorization document and pump off password was requested as they wanted to turn the pump off. Further information was received from the manufacturer's representative on (B)(6) 2017. It was reported that the following information was unknown: the implant date of the device, the number of motor stalls that occurred, the cause of the motor stalls, and patient's weight at the time of the event. It was noted that the device would be returned for analysis once explanted but it was unknown when it would be returned. It was indicated that the provided information was not confirmed with the account but the manufacturer's representative had sent the request to the account but didn't get a response.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion code ¿ is being updated for this event.

Event description:
Information was received from a company representative (rep) via the return paperwork. The pump logs were provided examined at (B)(6) 2017 (last change (B)(6) 2017) showed the patient was receiving intrathecal hydromorphone 5.4 mg/ml and bupivacaine 20 mg/ml via the implanted pump. Incorrect dates were seen in the pump log after programming the pump to off state. The logs indicated a motor stall occurred on ¿(B)(6) 2093¿ at 15:23 and recovered on ¿(B)(6) 2093¿ at 16:38. Another motor stall occurred on ¿(B)(6) 2093¿ at 05:57. No further complications were reported/anticipated or expected.